Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was coded incorrectly. This complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported on (B)(6) 2013 in the morning the alleged issue first began. The patient reported using self-adjusting insulin to manage her diabetes. It is unclear if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 1 hour after the issue occurred she developed symptoms of ¿dizziness, thirst and going to the bathroom a lot.¿ the patient reported on (B)(6) 2013 for 5 days, she increased her usual dose of humalog, 75 units in the morning and 25 units in the evening, and had glucose tablet. At the time of troubleshooting the alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue, she was unable to control her blood glucose and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (04/02/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - (04.02.2014) - additional information: a DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.